Manufacturer narrative:
(B)(4). Date sent: 10/6/2015. Batch # (B)(4). The analysis results showed that the tlh90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, during the functional end to end anastomosis, the stapler was fired. However, no staple was deployed; used suture to proceed with the procedure. Patient was fine post-surgery. There were no adverse consequences for the patient reported.